Event description:
It was reported that pump experienced repeated malfunction alarms with code malf 12, though no notable events occurred beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer reset pump with guidance from technical support, confirmed that malfunction did not recur after reset, planned to continue using pump and was instructed to use alternate insulin method if needed and to call back if malfunction appeared again.